Event description:
Healthcare professional additionally reported left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional confirmed left side capsular contracture, baker grade IV and noted that the device was not ruptured.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very contracted [baker grade, unknown], I have a spot on my nipple that appears every 3 weeks, it goes away then comes back, it's itchy, every 3 weeks my breast gets really contracted: it hurts. They never healed properly since the beginning." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "very contracted, I have a spot on my nipple that appears every 3 weeks, it goes away then comes back, it's itchy, every 3 weeks my breast gets really contracted: it hurts. They never healed properly since the beginning." Baker grade of capsular contracture is unknown. Device remains implanted.